Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and the single leaflet device attachment (slda) was likely the result of case circumstances. Reportedly, imaging quality was poor, and visualization of the posterior leaflet was challenging, which likely contributed to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The third clip is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging quality was poor and visualization of the posterior leaflet was challenging. The first clip (80430u193) was deployed at a2/p2, slightly lateral. A second clip (80430u191) was implanted on one side of the first clip, and a third clip (80426u147) was positioned on the other side. After deployment of the third clip, the second clip detached from the posterior leaflet and remained attached only to the anterior leaflet (single leaflet device attachment/slda). The clip delivery system (cds) was removed together with the guide, but the gripper line was inadvertently left in the patient. An attempt was made to use the transseptal sheath to retrieve the gripper line, but it was not possible to advance through the septum; therefore, the gripper line was left in place and cut at the groin. Three clips were implanted, reducing the mr to 2. No additional information was provided.